Manufacturer narrative:
Results: the jet7 was ovalized approximately 98.5 through 114.0 cm from the hub. The hydrophilic coating starts around the beginning of the ovalization. During functional testing, resistance was encountered while advancing the returned jet7 through the hub of a demonstration neuron max as the ovalization in the jet7 entered the hub of the neuron max. The jet7 could not be advanced any further. Conclusions: evaluation of the returned jet7 revealed a long ovalized region on the distal length of the catheter. The proximal end of the ovalization is near the beginning of the hydrophilic coated section. If the device is forcefully gripped on this region, the grip may slip down the distal coated region causing the long ovalization on the returned device. This ovalization likely contributed to the difficulty advancing into the parent catheter during the procedure and functional testing. The neuron max identified in the complaint was not returned to penumbra for evaluation. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the sagittal sinus using a penumbra system jet7 kit. During the procedure, the physician experienced resistance after advancing the penumbra system jet 7 reperfusion catheter (jet7) approximately eight to ten inches into a neuron max 6f 088 long sheath (neuron max). Therefore, the jet7 was removed. The procedure was completed using a new jet7 and the same neuron max. There was no report of an adverse effect to the patient.